Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and moisture was in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2016 with the following findings:.no power issues observed in black box. Battery compartment is cracked above bumper pad. No damage found to battery cap. Corrosion in battery compartment. Pump powers on with display remaining blank. Unable to perform steps 10, 11, 13, 21 and 22 due to blank display. Pump leaks at battery compartment. Pump opened and moisture damage found throughout pump. Blank display due to moisture damage. Battery cap contact height and width found within specification.